Manufacturer narrative:
The investigation into the impella 5.0 pump stopping is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center in the (B)(6) had an impella 5.0 supporting a patient for 6 days along with ECMO for hemodynamic support. During the final day of support there were purge issues and the pump itself stopped and was replaced.

Manufacturer narrative:
Since the original report was filed, the investigation into this pump stop in the EU has concluded. The data logs and pump were returned for analysis and benchtop testing. The cause of the pump stop was determined to be blood ingress to the pump. The failure mode will be monitored and trended.

Event description:
It was reported that there were recurrent "purge pressure high" alarms. A few hours later, the pump stopped. It was able to be restarted, however the pump speed was unable to exceed p-1.

Manufacturer narrative:
Additional information for b5, h6, and h10 for the purge pressure high issue. And d6a, d6b for implant and explant dates. . This report is being filed as part of a retrospective review of historical records.